Manufacturer narrative:
Follow-up #1: date of submission 05/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/05/2017 with the following findings: there were call service (cs 078) alarms observed in the black box. The original complaint was duplicated during investigation. The pump was opened and there was evidence of moisture/corrosion observed. Once the corrosion debris was dislodged, the pump motor was reconnected and functioned properly. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was a call service 078 alarm issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.